Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic; the proximal end of fiber shows evidence of some type of contamination on the optical surface of connector; the segments of connector appear in good condition. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root causes of the failure are: connector contamination and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "overheating" was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: "no injury" to the patient reported.